Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. The reported damage to the delivery catheter and torn filter were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, it is possible that the filter was pulled into the pod too quickly or with excessive force causing damage (tear) to the filter and noted damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat moderately calcified, moderately tortuous internal carotid artery that is 75% stenosed. It was reported that during preparation of the large emboshield nav 6, when attempting to load the filtration element into the delivery catheter (dc) with the torque device, the tip of the dc was noted to be bent and filter element membrane tore. The filtration element could not be loaded into the dc pod. Another large emboshield was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.